Event description:
Device was returned for repair only. Upon receipt it was noted that a small portion of the tip was broken off and missing. Contact with hospital revealed device had broken while in use in surgery. Piece was retrieved and no pt injury or procedural complications were reported.